Manufacturer narrative:
Average age, majority gender, date of publication long-term follow-up of first generation versus new-generation drug-eluting stents in three-vessel coronary artery disease. Http://dx.doi.org/10.1016/j.carrev.2017.04.006. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal was received for review. The journal compares the long-term follow-up of first generation versus new-generation drug-eluting stents in three-vessel coronary artery disease. Between january 2007 and december 2013, a total of 200 patients who received complete revascularization of three-vessel disease with either first-generation des (n=85) or new-generation des (n=115) were analyzed in this retrospective study. Among the second generations des implanted were medtronic resolute integrity drug eluting stents in treatment of the lad, lcx and rca clinical events reported included cardica death and target lesion revascularization